Manufacturer narrative:
Patient's age and date of birth unavailable. Patient's weight unavailable.

Event description:
A coronary atherectomy procedure commenced to treat an acute myocardial infarction (ami) at the right coronary artery #2 (rca #2). The physician chose to use a spectranetics elca coronary laser atherectomy catheter to treat the area; however, during use of the elca device, a perforation occurred, confirmed by transesophageal echocardiography (tee). They treated the perforation using a percutaneous transluminal coronary angioplasty (ptca)catheter and an abbott medical graftmaster coronary stent graft system. The intervention was successful and the patient survived the procedure. There was no alleged malfunction of the elca device in use during the procedure.